Event description:
It was reported the patient underwent foot surgery and stopped using the device. Additionally, due to this non-use, she stopped charging the device in (B)(6) 2012, resulting in an overdischarge. The device had attempted troubleshooting without luck, and resulted in battery replacement. The patient's status was reported as alive and without injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v004442v01, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).